Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
An unspecified issue with the controls of the heartstart xl was reported stating, "the problem with the knob occurred after longer period of device operation" and that "failure of the front panel control board." There was no patient involvement.